Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not able to hear alarms and clock looses the time. The customer¿s blood glucose level was unknown. The insulin pump had rainbow effect on screen, rejected new batteries and alarmed no delivery. The insulin pump had grinding noise when rewinding and backlight was not as bright. The insulin pump will not be returned for analysis.